Event description:
It has been reported that during chest compressions, the pads did not adhere appropriately to the patient's skin and were "sliding around" during resuscitation attempts. No patient harm was reported.